Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Call came in through customer service that the user states when they put the patient on the lift and raise it, it's not staying raised.